Event description:
Pumps displayed the following message even after plugged into wall for more than 72 hours: damaged battery - service now. Pumps failed to function when staff attempted to use on patients.